Event description:
The customer reported that approximately 20 ml of fluid leaked from the unicel dxh 800 coulter cellular analysis system. The customer was unable to locate the source of the leak but indicated that the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat, gloves, and goggles at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse observed a loose tubing at quick disconnect (qd) of pinch valve vl211 to sample/sheath tank vacuum chamber (vc270/vc280). The fse proceeded to tighten the connection to resolve the leak and verified the repair as per established procedures. (B)(4).